Event description:
A customer contacted stryker to report that their device did not provide shock to the patient and had logged an event code which is associated with a device lock up condition. As a result, defibrillation therapy would not be available, if needed. Additionally, it was reported that the customer later attempted to perform an output test, and it was observed that the defibrillation energy level was not as expected. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
A stryker field service representative evaluated the customer's device and verified the reported issue of the event code. The cause of the reported issue was determined to be due to a faulty user interface pcb and system controller pcb. The reported issue of defibrillation energy delivery level could not be duplicated or verified. After performing other unrelated repairs, proper device operation was observed through functional or performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device did not provide shock to the patient and had logged an event code which is associated with a device lock up condition. As a result, defibrillation therapy would not be available, if needed. Additionally, it was reported that the customer later attempted to perform an output test, and it was observed that the defibrillation energy level was not as expected. There were no reports of adverse effects to the patient as a result of the reported event.